Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent had detached from the balloon and was not returned for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously been manipulated. Disruption to the balloon tends to reduce the pillowing effect caused during the stent crimping process. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06319. Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 24 x 3.50mm promus premier drug eluting stent was selected to treat the lesion. However the device was unable to cross the lesion. A guidezilla guide extension catheter was selected to deliver the promus premier stent into the lesion but still the promus premier stent could not cross the lesion. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent detachment. It was further reported that resistance was encountered during advancement. When the promus premier dstent was removed, resistance was encountered and the stent came in contact with the tip of the guidezilla and the stent was dislodged in the left main trunk (lmt). The dislodged promus premier stent was deployed with a 3.5x33mm non-bsc stent in the lmt.